Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 7.3-7.8cm, 32.4-32.6cm, 32.7-32.9cm, 32.8-33.5cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 12.0-14.6 from the distal tip electrode. Internal insulation abrasion was noted at 26.2-27.0cm from the distal tip electrode. The etfe coating was intact at these locations.

Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that the patient was brought to the clinic for fluoroscopy evaluation. Physician suspected externalized conductors. The lead remains implanted.